Manufacturer narrative:
H.6. Investigation summary: "material #: 368835, lot/batch #: 3067011. Bd received 10 samples for investigation. Ten (10) of the samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holderthere was poor sleeve function. The following was reported by the initial reporter: blood leakage from back sleeve in the holder during blood collection. When did the incident occur?: during use during blood collection blood leakage in the holder and blood exposed on patient and staff. No other harm or impact for the patient or staff. The rubber barrier does not hold tightly, so blood comes out into the holder and onto tubes and down the staff's pants, even on the patient.